Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, customer provided trending data and logs for both ventilators to verify. Vyaire technical support checked both logs but no indication of vent stopped. Asked further details to customer as to when was the exact incident occurred. Furthermore, no root cause could be determined yet as the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the bellavista1000 automatically switched off while connected to a patient. The end-user could not pinpoint the exact ventilator serial number used during the reported event. The customer stated that the patient was transferred to a back up ventilator and confirmed that there was no reported patient harm associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause was not established as no performance issue detected. Unable to detect any failure related with the unit turned off during any clinical intervention. Vyaire contacted the hospital asking for update on the unit incident date, but still no feedback received.